Event description:
User facility called requesting msds for enzol enzymatic detergent. A child swallowed some of the enzol enzymatic detergent at a dr's office. He was brought to the ER and treatment consisted of "diluting him". The child was kept for observation and released as ok, irritation to the mouth.